Manufacturer narrative:
Product event summary: analysis found when the stylus touched the screen, it had no reaction; screen was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned to the manufacturer for inspection, analyzed and tested out of specification. There was no patient involvement.